Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The controller event log file contained events from 18may2026 through 21may2026. A driveline power fault alarm, associated with power a line faults (pwr_a_broken), became active on 21may2026 at 06:09:18. The alarm briefly resolved on 21may2026 at 12:33:53. The driveline power fault alarm became active again on 21may2026 at 12:41:00 and persisted for the remainder of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the cause of the alarms was not identified. The alarm has since resolved, but the patient now needs continuous monitoring. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation after there were some driveline power fault alarms. The log file captured a driveline power fault on 21may2026 at 6:09:18. Motor function was not affected during the event. The alarms resolved without exchanging any equipment and the patient would continue to be monitored.